Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient was having proteus infection at the pocket site. Symptoms were fever and soreness. It was also reported that the infection was surgery but not device related. The patient was placed on oral antibiotics.